Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose at the time of incident was over 400 mg/dl. Current blood glucose was 113 mg/dl. Customer reported blood glucose value some days ago was 362 mg/dl. Customer treated high blood glucose with manual injection. Customer stated that when she woke up from the sensor issue she saw that she was in manual mode and her blood glucose was 49 mg/dl. Customer then treated with carbs causing her to go high. Customer reports they have not contacted their healthcare provider regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer is not calling back to perform an high pressure test. Customer decline troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.